Event description:
On (B)(6). 2023, infutronix received a report that a pump had a system error, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device excep the complaint which prompted the filing of this MDR. Device return requested. The MDR will be reopened and updated in the event the product involved or additional information becomes available.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was returned on (B)(6) 2024 and tested on (B)(6) 2024. Pump's complaint states, "pt stated they had a system error", so the pump's event log was pulled and reviewed in order to check for any possible alarms or errors, and will also be attached to the complaint. The analysis of the returned device is complete. The results are below: this complaint was reviewed, and the return product evaluated and determined to be included in capas #(B)(4). There was evidence of an abrupt power off shown in the event log of the pump as highlighted by the "log_event_on" code without a "log_event_off" before it, meaning that the pump had to be turned back on without being powered off: "event 341: log_event_data time: 165:08:25 type: current_infusion_data data_log_end eventbytes: 0b 08 25 02 40 01 00 7b event 342: log_event_run time: 165:08:25 rate: 0ml/hr reason: log_run_cause_prog_bolus eventbytes: 03 08 25 00 00 00 08 38 event 343: log_event_stop time: 165:08:46 vinf: 0 stop reason: log_stop_cause_e02 eventbytes: 04 08 46 00 00 00 21 73 event 344: log_event_on time: 165:165:165 software_version: 213 reason: log_on_cause_onoff eventbytes: 00 ff ff 00 d5 ff 2b fd event 345: log_event_set_rv time: 165:11:40 vtbi: 4491ml rate: 0ml/hr eventbytes: 07 11 40 11 8b 00 00 f4 event 346: log_event_data time: 165:11:40 type: current_infusion_data data_log_start eventbytes: 0b 11 40 02 40 00 00 9e " the system error codes were highlighted by several "e02" codes that showed the pump stopping infusion, and they featured sub code "44" which means motor open and motor delay issue: "event 70: log_event_stop time: 15:40:14 vinf: 509 stop reason: log_stop_cause_e02 eventbytes: 04 40 14 00 01 fd 21 77 event 71: log_event_alarm time: 15:41:33 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_ack_alarm eventbytes: 05 41 33 02 44 00 31 f0 event 72: log_event_alarm time: 15:44:27 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_exit_to_prog eventbytes: 05 44 27 02 44 00 32 e8 event 73: log_event_run time: 15:45:02 rate: 1500ml/hr reason: log_run_cause_prog_run eventbytes: 03 45 02 05 dc 00 01 2c event 74: log_event_stop time: 15:45:22 vinf: 509 stop reason: log_stop_cause_e02 eventbytes: 04 45 22 00 01 fd 21 8a event 75: log_event_alarm time: 15:45:44 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_ack_alarm eventbytes: 05 45 44 02 44 00 31 05 event 76: log_event_alarm time: 15:46:32 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_exit_to_prog eventbytes: 05 46 32 02 44 00 32 f5 event 77: log_event_run time: 15:46:59 rate: 1500ml/hr reason: log_run_cause_prog_run eventbytes: 03 46 59 05 dc 00 01 84 event 78: log_event_stop time: 15:47:19 vinf: 509 stop reason: log_stop_cause_e02 eventbytes: 04 47 19 00 01 fd 21 83 event 79: log_event_alarm time: 15:47:22 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_ack_alarm eventbytes: 05 47 22 02 44 00 31 e5 event 80: log_event_alarm time: 15:47:28 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_exit_to_prog eventbytes: 05 47 28 02 44 00 32 ec event 81: log_event_run time: 15:47:53 rate: 1500ml/hr reason: log_run_cause_prog_run eventbytes: 03 47 53 05 dc 00 01 7f event 82: log_event_stop time: 15:48:13 vinf: 509 stop reason: log_stop_cause_e02 eventbytes: 04 48 13 00 01 fd 21 7e event 83: log_event_alarm time: 15:48:16 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_ack_alarm eventbytes: 05 48 16 02 44 00 31 da event 84: log_event_alarm time: 15:48:21 alarm code: 02 sub code: 44 alarm status: log_alarm_cause_power_off_key eventbytes: 05 48 21 02 44 00 33 e7 event 85: log_event_message time: 15:48:21 invalid bolus key pressed: 5 invalid other key pressed: 12 eventbytes: 09 48 21 05 0c 00 80 03 event 86: log_event_off time: 15:48:21 rmp: 2255 reason: log_off_cause_shut eventbytes: 01 48 21 00 08 cf 2e 6f " reported issue found, device not performing to specification. Pump will be pushed to CAPA for further investigation.